Event description:
It was reported the pt experienced stimulation in his chest wall and abdomen. The pt's pain pattern is lower extremities and back. X-rays did not how any anomalies with the system or lead migration. The pt underwent surgical intervention to implant an additional lead. Effective stimulation was captured post-operative. No further pt complications were reported. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.